Event description:
Customer reported no spo2 readings from the spectrum monitor's display. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the spo2 board.